Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that something was blocking the motion to dock position. It was found that the telescoping casing had fallen out of the track. The medtronic representative was able to get it back in track which resolved the issue. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system gantry was not raising up above 6 inches above the base. The site had to lower the patient table to work around the issue. The medtronic representative tried rebooting the system which did not resolve the issue. Finally, the rep re-validated the motion calibration which resolved the issue. Delay to surgery was approximately 1-2 minutes. No patient impact was reported.